Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl (concentration and dose unknown) via an implanted pump for non-malignant pain. It was reported the patient had an episode of the pump delivering a huge bolus and was hospitalized. It was noted it took place during a pump refill where the fentanyl went into the body instead of his pump. The patient was given two doses of narcan. The healthcare provider (hcp) said the pump needed to be removed and the patient was getting the pump replaced on (B)(6) 2019. The event occurred about two weeks ago (specific date not reported). The reporter thought the pump was supposed to last 10 years and information was reviewed and that the pump could be sent back for analysis. No further complications were reported.